Event description:
It was reported that there was a malfunction resulting in insufficient o2 concentration. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The needle air valve was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.